Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch utlra2 meter had reverted to the setup mode and that the "ok" button on the subject meter was not responding. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that on the morning of four days prior, he noticed that the subject meter had reverted to the setup mode; however, was unable to confirm the meter setting because the "ok" button on the meter was not responding when pressed. The cca noted that the pt denied taking any action regarding his diabetes management as a result of the issue. On the afternoon of original date, 4 days after the alleged issues began; the pt claimed he developed symptoms of feeling dizzy and shaky. In response to the symptoms, the pt reported that he treated self with food and/or drink. At the time of troubleshooting, the cca noted that the subject meter reverted to the setup mode after the pt had replaced and/or removed the battery; however, the issue remained unresolved because the "ok" button was not responding to touch and therefore the meter settings could not be confirmed. Replacement products were sent to the patient. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issues, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.